Event description:
It was reported that a malfunction occurred on the pump after the caller rode roller coasters. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.